Event description:
Following a peripheral diagnostic procedure, a vascade 6/7f device was used for closure. The device was prepped by dipping in saline. Physician inserted the device to white marker. The disc was deployed and temporary hemostasis was achieved. The sheath was removed, the key inserted into the lock, the black sleeve was retracted and the collagen was deployed. The physician pinched the tubing, collapsed the disc, held pressure and removed the vascade. Final hemostasis was achieved. A stat patched was added to the groin bandage and the patient was transferred to ICU. Approximately 1 hour from the transfer, the physician was informed that a pseudoaneurysm had developed. It was also reported that the patient was continuing to lose blood. The physician did an open cut down procedure on he patient and reported afterward that the stick was higher than the inguinal ligament and that there was a small but active hole releasing blood internally. The physician repaired the vessel and the patient was stable following the intervention.

Manufacturer narrative:
Based on the reported sequence of events, this event appears to be consistent with a user error related to the appropriate conditions for use of the vascade device. Per the IFU, users are instructed not to use a vascade device if the arteriotomy site is noted to be "high", above the inguinal ligament (cephalad to lower half of the femoral head or the inferior epigastric artery origin from the external iliac artery). This may increase the risk of bleeding. Conclusion: there is no reported device malfunction. The patient complication was resolved surgically with no further intervention or reported harm to patient.